Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, a 5max ace became kinked while advancing through another manufacturer's sheath. The physician removed the 5max ace and it was not used. The procedure successfully continued using a new catheter. There was no report of an adverse effect on the patient.